Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. There were no patient consequences.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient condition was stable before, during, and after.